Event description:
It was reported the catheter was being placed into the patient's right basilic vein in radiology. While the clinician was peeling the sheath, the peel-away sheath tab on one side broke completely off. As a result, the clinician was able to grab the broken side of the sheath and peeled the sheath entirely assuring it was removed intact. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a pe el-away sheath that was broken into three pieces. The sheath was broken along the score lines, creating two pieces and one of the tabs was separated from one half of the sheath body creating the third piece. Tear marks were observed on the score lines. Microscopic examination revealed light blue stains on each side of the separated tab indicating that it had previously been attached. A difference in texture was observed in the area where the tab had been attached to the sheath body. Additionally there were significant marks on each side of the separated sheath in the blue areas where the hub had been attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).